Event description:
Customer reported the left monitor quit working during a case and would not display images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated cable connections. System operates as intended.